Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that staff advise patient line inserted for long term chemotherapy. Patient due treatment and staff were attempting to flush line prior. Patient reported severe pain and was guarding when line flushed. The leak was identified 2.5cm away from insertion site after line was removed. The leak was external ¿ 2.5cm from insertion point. Unsure on exact cm landmark where securacath was secured - it was approximately 2cm from insertion point. Site cleaned with chlorhex, no there were no kinks in PICC when it was assessed. Patient does no heavy lifting or sports. Patient had a peripheral IV line inserted and treatment given. Possible PICC had been used for CT. PICC line removed after consultation with specialist staff. Line inserted (B)(6) 2024 l basilic position. Mark at skin 11cm, skin to hub measure 21cm. This PICC line was replacement for a leaking PICC line removed (B)(6) 2024. Line secured with transparent dressing and glue, securacath retainer placed. Had to have a pivc inserted and treatment given.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed and determined to be use related. The product returned for evaluation was one 4 fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and two splits were observed in the catheter tubing. One between the 12 cm and 13 cm depth markers, and the other between the 17 cm and 18 cm depth markers. Both catheter splits contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A measurement for the catheter outer diameter, inner diameter and wall thickness were taken. The catheter was found to be within specification. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that staff advise patient line inserted for long term chemotherapy. Patient due treatment and staff were attempting to flush line prior. Patient reported severe pain and was guarding when line flushed. The leak was identified 2.5cm away from insertion site after line was removed. The leak was external ¿ 2.5cm from insertion point. Unsure on exact cm landmark where securacath was secured - it was approximately 2cm from insertion point. Site cleaned with chlorhex, no there were no kinks in PICC when it was assessed. Patient does no heavy lifting or sports. Patient had a peripheral IV line inserted and treatment given. Possible PICC had been used for CT. PICC line removed after consultation with specialist staff. Line inserted 1/8/24 l basilic position. Mark at skin 11cm, skin to hub measure 21cm. This PICC line was replacement for a leaking PICC line removed 19/7/24. Line secured with transparent dressing and glue, securacath retainer placed. Had to have a pivc inserted and treatment given. Additional information: PICC was dressed straight along patient's arm, or at a very slight angle. Infusates infused through the PICC include gemcitabine/carboplatin, folfox, folfirl, trastuzumab paclitaxel, pemetvexed, carboplatin, cisplatin, paclitaxel/trastuzumab. Power-injesction rate used: 5mls.sec at 300psi. Catheter site cleaned with 70% isopropyl alcohol during dressing change.